Event description:
Customer reported she has been receiving an error 6 message on her adc blood glucose meter since the beginning of (B)(6) 2011 and was unable to test her blood glucose level. Customer further reported subsequently experiencing symptoms of low sugar such as sweating, shakiness, and anxiety. Customer was admitted to the hospital for 3 days and diagnosed with hypoglycemia. Treatments were given but the customer does not know what kind. Customer self-treated by drinking juice. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The exact date of event is unknown. Precision meters will display error 6 message if an expired test strip is used. While trouble shooting with the customer service, it was revealed the test strips the customer was using expired on 31august2011.